Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (65 mg/dl). Customer stated their bg levels drop too fast, and the pump insulin duration needs to be adjusted. Tandem technical support guided the customer through adjusting the pump insulin duration. Customer drank juice to bring bg levels back to target range.